Event description:
The reporter stated, that the surgeon inserted a single piece collamer lens model cc4204bf in pt's eye and realized the lens was torn. The surgeon removed and replaced the lens with another same model with no pt injury. The reporter stated, that the nurse accidently tore the lens upon loading.

Manufacturer narrative:
Eval: a visual inspection of the returned product shows one plate haptic is torn off & missing & the lens is torn off from the other haptic into the optic. There is clear surgical residue on the lens. It should be noted that the injector, foam tip plunger and cartridge were not returned for eval.